Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified common femoral artery. A 6.00mm/2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 6 atmospheres within 3 seconds. The device was removed without any issue and the procedure was completed with a different device. No patient complications were reported and patient was in good condition post procedure.